Event description:
It was reported that during unpacking for a coronary drug eluting stenting treatment procedure, shaft separation occurred. The pt was being treated for an acute myocardial infarction. When the 4.0x32mm taxus liberte' drug eluting stent was removed from the packaging, it was noted that there was a shaft separation distal to the hub. The device never entered the pt. The procedure was completed with another taxus liberte' stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).